Event description:
Laryngoscope blades made by propper have metal ring around fiberoptic bundle on the side toward the laryngoscope handle that comes off. I have noted this at various times over my 20 years of practice and thought it was a well known problem. I attempted to look for a recall or dates or lot #s but found none. This is a problem that could cause serious complications such as aspiration of the part or initiating laryngospasm, a potentially fata outcome.